Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant product: product ID: 7232b, ICD, implanted: (B)(6) 2007. Product ID: 6966110, lead, implanted: (B)(6) 1992. Product ID: 5227b, adaptor, implanted: (B)(6) 2000. (B)(4).